Event description:
As reported by the user facility ((B)(4)): did not flow until 2 days later. A 2660 mg of 5fu.

Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.